Event description:
It was reported that during a navio tka procedure, the 5mm burr would not remain locked into the anspach drill while burning the distal femur. They attempted replacing the burr during procedure, but problem remained. The surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) provides information for drill troubleshooting in the "common problems & solutions table" section. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. Functional evaluation found that the bur and long attachment had no problem locking and unlocking from the drill. Although the reported problem was not confirmed a factor that may have contributed to the reported issue is if the bur was not properly attached to the drill, resulting in an unsecured connection of the bur to the drill locking mechanism. Based on the investigation, no further containment or corrective action is recommended or required at this time. The clinical/medical evaluation found that per complaint details, the device (anspach drill/bur) malfunctioned while burring the distal femur of a tka procedure. It was communicated that the navio was abandoned after troubleshooting attempts failed to resolve the issue and the surgery was completed using conventional instruments with a delay of 0-30 minutes. Per the field report, no patient harm or additional complications were reported. Based on this information, patient impact beyond the reported modified procedure and the 0-30-minute surgical delay would not be anticipated as the case was reportedly completed with conventional instrumentation without patient harm/injury, and the surgeon was pleased with the surgical outcome. No further medical assessment is warranted at this time. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a navio tka procedure, the 5mm burr would not remain locked into anspach drill while burning the distal femur. They attempted replacing the burr during procedure, but problem remained. The surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complications were reported.

Event description:
It was reported that during a navio tka procedure, the 5mm burr would not remain locked into the long attachment while burning the distal femur. They attempted replacing the burr during procedure, but problem remained. The surgery was changed to manual procedure with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H11: b5, d1, d4: corrected information.